Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. There was no fault found with the system. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that there was a "low performance error" message on the system during the procedure. The site has reportedly has similar issues with the system for at least one case per week. The event occurred peri/intraoperatively with less than one hour delay to surgical time. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.